Event description:
A report of pt experiencing burning sensation up and down his spine with stimulation on or off was rec'd. The pt went to the ER and was prescribed pain medication which did not help. The dr decided to explant the pt's precision system.

Manufacturer narrative:
The explanted materials were discarded by the medical facility and will not be returned for eval.